Manufacturer narrative:
The insulin pump functioned properly during the functional check, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, displacement test, self test, reset error test and operating currents. No unexpected low battery, battery out limit alarm or off no power alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer also reported that she received a battery out limit. The customer's blood glucose was 225 mg/dl at the time of incident. The customer stated that the insulin pump contributed to her diabetic ketoacidosis and wanted the insulin pump to be replaced. The customer cleared the alarm. The insulin pump will be returned for analysis.